Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient's ins got turned off somehow and was not working so they went to see their healthcare professional (hcp). Patient said they did not know about the lightening bolt. They also said the ins helped with their colon and ibs symptoms by 50% of every day stating that they were needing to wipe their back side every time they urinate and sometimes even having to clean their pants however now it only happened one or two times per month. Patient said they sometimes still race to the bathroom but overall symptoms were not as bad. As mentioned they went to see their hcp who told them somehow stimulation was turned off so they turned it back on resolving the symptoms issue. Patient mentioned they did have a fall end of (B)(6) but thinks that the symptoms issue started when they went through airport security in (B)(6) 2018. No further complications reported.